Event description:
It was reported the patient felt ¿rib and belly¿ stimulation. It was stated the patient felt this stimulation ¿from day one¿ and ¿no matter where they programmed on the lead.¿ it was noted the patient was implanted at t8-t9. It was additionally noted the patient ¿had a great trial with great stimulation coverage of his pain areas of low back.¿ it was reported the patient was to undergo a procedure to disconnect their implantable neurostimulator (ins) and connect an external neurostimulator (ens) ¿to make sure the rib stimulation was not coming from the ins.¿ it was stated the manufacturer representative ¿programmed all over the lead.¿ it was noted the pulse width was changed from 60-1000 us and the rate was changed from 20-1200 hz which ¿did not change the stimulation sensation.¿ impedance testing revealed ¿fine¿ impedances. The possible replacement of the patient¿s lead was reported. Additional information reported the patient¿s 5-6-5 lead was replaced with a 2x8 lead. It was stated the patient¿s physician ¿thought the patient¿s spinal canal was too narrow for the 5-6-5 paddle and the 2x8 paddle was better suited.¿ it was noted the patient received "effective therapy in the lower back and legs¿ following the replacement procedure. The explanted lead was not available for return. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID neu_ens_stimulator, product type external neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 37746, serial# (B)(6). (B)(4).